Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-02525.

Event description:
Allegedly pt. Said hip started to hurt 3 weeks ago. Denies any traumatic event or episode. X-rays = femoral head disassociation and riding above acetabulum while shell was still in the socket. Pt. Had a long varus/anteverted neck and hip was stable at the time of initial surgery. Pt. Was in nursing home at time of incident. Low activity level.